Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a low flow software upgrade was requested and pending appropriate paperwork, the upgrade was planned for 30apr2024. The upgrade was requested due to the patient failing medical therapy and right ventricular failure, the patient was do not resuscitate (dnr)/do not intubate (dni) and not a candidate for milrinone (primacor).

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed by an onsite evaluation by an abbott representative. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular failure could not be conclusively established through this evaluation. It was reported that a low flow software upgrade was requested due to the patient failing medical therapy and having right ventricular failure. Additionally, the patient was made do not resuscitate (dnr)/do not intubate (dni) and was not a candidate for heart failure medication. It was later communicated through the submitted equipment service report (esr) that the upgrade was completed on 07may2024. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was later reported that the patient expired on (B)(6) 2024 due to multisystem organ failure (captured under MFR. Report # 2916596-2024-03406). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 1 of the IFU also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.